Event description:
It was reported that during a laparoscopic total mesorectal excision, the generator was alarmed and the blade was found to be broken off of the device. There was no adverse consequence to the patient.

Manufacturer narrative:
H.6.: broken blade. Evaluation summary: the analysis results found that the device was returned with distal tip of the blade broken off and missing. The remainder part of the blade was noted to have scratches and gouges at the area of the fracture. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may reuslt in blade "lockout" later in the procedure. Therefore, the instructional insert warns" avoid accidental contact with other instruments during use." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.